Event description:
Pt was undergoing a cerebral angiogram when part of the guidewire broke off and lodged in pt's brain. An attempt was made to retrieve guidewire but was unsuccessful. Pt placed on anticoagulants.